Event description:
It was reported that the zimmer air dermatome was not working properly and was damaging the skin. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.